Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and aortic insufficiency are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of this event cannot be confirmed. It is possible patient and procedural factors caused and/or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards territory manager, during a transfemoral tavr procedure the 26mm sapien valve was deployed in a too aortic position (80:20). Post valve deployment there was significant central aortic insufficiency and paravalvular leak. The case proctor felt that the leak needed to be treated with a second valve. A second valve was placed with a good post result. The event was attributed to valve inflation being performed too quickly. The patient was reported as doing great following the procedure. During this case the pre-deployment position of the valve was 50:50 within the annulus. The image intensifier angle (iia) was described as good. The coaxial alignment of the delivery system and the valve was also described as good. Ventilation was held during deployment and there was no loss of pacing capture. There was mild mitral annular calcification. The patient¿s native valve, leaflet, and aortic root calcification was described as moderate. The patient¿s ejection fraction was 30%.